Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the wire was not exchanged, and the angio-seal device involved did not deploy. The blood loss was less than 250cc. The patient was discharged. There was no patient injury/medical or surgical intervention required. The procedure outcome was a technical success. Additional information was received on (B)(6) 2022: the procedure performed was an iliac stent. Manual pressure was used for hemostasis. A 6fr sheath was used. There were no difficulties obtaining access. A micro puncture was used along with ultrasound. There was an angiogram performed after obtaining access. The doctor switched from an .018 wire to an .035 wire, removed the sheath, and had a hard time inserting the angio-seal device. The doctor attempted to deploy the angio-seal, however, it did not deploy. The patient was stable before, during and after.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint cannot be confirmed for the alleged issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).